Event description:
It was reported that a patient presented in clinic with fatigue. The left ventricular lead exhibited loss of capture and was pulled back showing dislodgement. The lead was explanted and replaced on (B)(6) 2017. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.